Event description:
As reported, approximately 4 years post op the initial tka, this male patient was revised. Patient presented clinic with pain and requesting recalled insert be removed. Surgeon performed a poly exchange. He noted significant synovitis. He removed osteophytes around the patella. He stated the insert was not worn significantly. Explants not available without patient release. No further information available.

Manufacturer narrative:
Pending evaluation . Concomitant device(s): 02-020-13-0345 - truliant cr cem fem cr cem right sz 4.5, 5382374, 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t, 5472550, 200-02-35 - three peg patella 35mm, 5495866, 521-78-23 - threaded pin size 2.3 collared 2pk, s004066, a10012 - gps implant kit v2 06021018250.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 4 years post op the initial tka, this male patient was revised. The patient presented to the clinic with pain and requesting that the recalled insert be removed. The surgeon performed a poly exchange. The surgeon noted significant synovitis and removed osteophytes around the patella. The surgeon stated that the insert was not worn significantly. Explants are not available without patient release. No further information is available from the representative.

Event description:
As reported, approximately 4 years post op the initial tka, this male patient was revised. The patient presented to the clinic with pain and requesting that the recalled insert be removed. The surgeon performed a poly exchange. The surgeon noted significant synovitis and removed osteophytes around the patella. The surgeon stated that the insert was not worn significantly. Explants are not available without patient release. No further information is available from the representative.

Event description:
It was reported via legal documentation that the patient has filed a short-form complaint. The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of their polyethylene device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 -clinical code - failure of implant no longer applies, problem code, component code results of the investigation will be reported within 30 days of completion.